Event description:
The customer reported via phone call that the insulin pump would turn off in the middle of the night. Customer stated they did not expose their insulin pump to moisture. The customer stated they have bumped the insulin pump in the past. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was not completed as the customer was disconnected from the call. Customer's blood glucose was 400 mg/dl. . Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.